Event description:
It was reported that the patient underwent a revision procedure to add a second lead to the deep brain stimulation (dbs) system to provide therapy to the contralateral side. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.